Event description:
While using the codman 14mm perforator performing a burr hole, the clutch failed to disengage causing the drill to plunge 2 to 3mm. They were directly over the sagittal sinus causing bleeding. Surgery was cancelled. CT head completed. Admitted for ICU for neuro observation. Surgery rescheduled for 1 month.